Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated yesterday they went in to see a representative, and the representative readjusted their stimulator. The patient then said last night and today they could barely move their legs at all, so they decreased the intensity level, but it still made no difference. The patient said the stimulation was too strong in their legs and their legs were shot. The patient was redirected to their healthcare provider to further address the issue if they were not able to find a level that was comfortable for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); product type: lead. Product ID: 977a260; serial#: (B)(6); product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.